Event description:
It was reported that the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. The device is pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data shows minimum battery voltage of 2.986 to 2.625 volts min between (B)(6) 2012 and (B)(6) 2013, which is just before device recommended replacement time (rrt) of less than or equal to 2.6251 volts. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.